Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
Twice the unit has made false bubble alarms. The unit has also given the alarm that the bubble sensor has lost its connection to the cardiohelp even though it was still connected. Both times it was not possible to reset the bubble alarm more than just a few seconds and then the bubble alarm goes on again. No harm to the patient was reported. (B)(4).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Contact person- (B)(6). Not all requested information was provided by the service technician. However the provided information suggests, that there was no defect. And the device worked as expected. Because according to the service order 42458511 the technician did not find any fault at the sensor. He replaced the sensor as a precautionary measure. The log files which were received suggest, that the date of event was on (B)(6) 2018, because at this date were several bubbles detected. Because of the log files the technical support field service assumes that bubbles were in the system, because both bubble sensors detected bubbles. And according to the service order/service protocol there was no defect. All information suggests, that the cardiohelp system did what is expected, to give an alarm and stop the pump, when bubbles are in the system. When the requested information gets available a new report will be submitted.